Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-05976. It was reported the patient has been experiencing a pulling sensation at the lead site. It was also reported the patient has been receiving uncomfortable stimulation. In turn, the patient may undergo unspecified imaging and surgical intervention.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-05976. Follow-up revealed reprogramming resolved the patient's issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-05976. Follow-up revealed the patient's issue remains ongoing.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-05976. Follow-up revealed the patient's scs system was explanted.